Event description:
Pt underwent primary hip procedure on (B)(6), 2006. Revision procedure was performed on (B)(6) 2011 due to misalignment and wear. No further complications have been reported.

Manufacturer narrative:
The user facility is outside the united states. No medwatch report was received. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unk. This is 2 of 2 mdrs relating to the same reported event. Please also see mdrs 3002806535-2011-00158. This report filed (B)(4), 2011.